Manufacturer narrative:
The device was returned to the manufacturer and investigation completed on 15-may-2018 with the following findings: the pump powered on with audible tone and vibration alert. Moisture contamination was found inside the pump on the audio tone module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue.